Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that a g7 sensor was not connecting to a new pump, though it was connected to the dexcom app. The sensor code was confirmed to be correct. Blood glucose was not affected.